Manufacturer narrative:
The end user rebooted the unit which resolved the issue. No repair information available. Block a: no patient information provided to date after attempts 11/03/2025 and 11/06/2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.